Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection, as reported by the nurse, is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a home patient who had a system error 2267 (air in line/set) alarm during peritoneal dialysis therapy. The patient was connected at the time of the alarm. This occurred during fill 6 of 8 of peritoneal dialysis therapy. There was a loose connection to the solution bags. The nurse stated that the mini cap does not fit on the end that she disconnected from the patient line, and she was not sure if there was a patient adapter. The technical service representative had the caller disconnect using aseptic technic. The caller was going to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.